Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope had peeled adhesive around the objective lens, a chip in the adhesive area between the acoustic lens and the ultrasound probe, a gap between the acoustic lens and the ultrasound probe, and damage on the ultrasonic probe. There was no patient involvement.